Event description:
The device was returned for the tubing set causing unintentional touchscreen inputs. Two different tubing set materials were used to confirm this complaint. The tubing set material that was able to make inputs on the touchscreen was a softer material than the more rigid tubing material connected to the cassette. This softer tubing material is closer to the bag and roller clamp. The product label located on the rear housing is misaligned and the serial number is slightly cut off. The product label will need to be replaced. Lvp, product label will be replaced during repair before the device is sent to the test line for full functional testing.

Event description:
Nurse reported: [facility rep] has a pump in her possession on mb7b that has demonstrated the issue where if tubing touches the screen, it essentially pushes the tiles/buttons on the screen. Nurse reported: we learned another detail regarding this issue; several staff members were able to replicate this issue and noted it happened when using a tubing with softer material. These were all replicated using the baxter 2c7461 set. This is a set used for all secondary/piggyback infusions. A review of the complaint information is that this is a screen issue (random touches registered). Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.